Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a motor error alarm. The customer's blood glucose was 140mg/dl at the time of incident. The customer mentioned that he went through airport scanners but the customer did not report motor position encoder error alarm. The customer stated that the motor error alarm occurred on fixed prime. The customer was advised the insulin would need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.